Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer was experiencing the symptoms of tiredness and some shortness of breath. Customer has taken injections. After the troubleshooting was done, customer was advised to change entire set, reservoir ad insulin and treat. Customer was also advised to monitor her blood glucose and call back when she received the tubing clamp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.